Event description:
Home patient (hp) contacted baxter's technical service center for assistance during apd therapy. Reportedly, the hp received a low drain volume alarm and disconnected the patient line of their homechoice cassette from their transfer set during the drain cycle to assess the outcoming fluid. The technician advised the hp of the potential risk and assisted the hp in discontinuing this therapy. The hp replaced the entire setup and resumed therapy. Therapy was completed without incident. No patient injury or medical intervention reported per spouse of hp.